Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the hospital due to being in cardiac arrest. The patient was intubated and was put on a ventilator. Technical services (ts) reviewed the reports and found that the lead oversensed noisy signals in one of the ventricular episodes. There were no shocks delivered. The lead remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the hospital due to being in cardiac arrest. The patient was intubated and was put on a ventilator. Technical services (ts) reviewed the reports and found that the lead oversensed noisy signals in one of the ventricular episodes. There were no shocks delivered. The lead remains in use. No additional adverse patient effects were reported. Additional information received indicates that the boston scientific representative wanted to know why there was no therapy delivered in the same reports. Ts stated that the ventricular therapy rate was programmed for higher than what the patient experienced. Ts suggested reprogramming. Additionally, ts stated that there was also intermittent t-wave or p-wave oversensing. Ts also stated that the rv pacing and shock impedances significantly decreased and returned to baseline. Ts suggested a chest x-ray for lead placement and an evaluation for the lead. The lead remains in use. No adverse patient effects were reported.